Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). At the time of the report, the perforation, device dislocation, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of peritoneal perforation ('perforation / perforation (other) please describe and state the (s) location of the perforation: peritoneum') and device dislocation ('migration / migration of essure device location of device: left pelvis') in a 35-year-old female patient who had essure (batch no. B82481, b66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty releasing the devices,". The patient's concurrent conditions included hypothyroidism, grand multiparity and hypothyroidism. Concomitant products included levonorgestrel from (B)(6)2018 to (B)(6)2019, levothyroxine since 2001, paracetamol (acetaminophen) since (B)(6)2014, vitamin b complex (vitamin b) since 2001 and vitamin d nos (vitamin d) since 2001. On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 19 days after insertion of essure. On (B)(6)2014, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced peritoneal perforation (seriousness criterion medically significant) and intentional device use issue ("two coils were used on left side"). Essure treatment was not changed. At the time of the report, the peritoneal perforation, device dislocation, pelvic pain, depression, anxiety, vaginal haemorrhage, menorrhagia and intentional device use issue outcome was unknown. The reporter considered anxiety, depression, device dislocation, intentional device use issue, menorrhagia, pelvic pain, peritoneal perforation and vaginal haemorrhage to be related to essure. The reporter commented: as per mr a second device was then used to recannulate the left fallopian tube. Difficulty deploying device. The coils of the cannulator proper and not the coils that have remained in the uterus had come unstrung but good placement was seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: successfully occluded; on (B)(6)2014: total bilateral occlusion. Lot number: b66022 manufacture date: 2013-09-05 expiration date: 2016-09-30 lot number: b82481 manufacture date: 2013-10-19 expiration date: 2016-10-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. Event:there was difficulty releasing the devices and two coils were used on left side were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of peritoneal perforation ('perforation / perforation (other) please describe and state the (s) location of the perforation: peritoneum') and device dislocation ('migration / migration of essure device location of device: left pelvis') in a 35-year-old female patient who had essure (batch no. B82481, b66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty releasing the devices,". The patient's concurrent conditions included hypothyroidism, grand multiparity and hypothyroidism. Concomitant products included levonorgestrel from (B)(6) 2018 to (B)(6) 2019, levothyroxine since 2001, paracetamol (acetaminophen) since (B)(6) 2014, vitamin b complex (vitamin b) since 2001 and vitamin d nos (vitamin d) since 2001. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 19 days after insertion of essure. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced peritoneal perforation (seriousness criterion medically significant) and intentional device use issue ("two coils were used on left side"). Essure treatment was not changed. At the time of the report, the peritoneal perforation, device dislocation, pelvic pain, depression, anxiety, vaginal haemorrhage, menorrhagia and intentional device use issue outcome was unknown. The reporter considered anxiety, depression, device dislocation, intentional device use issue, menorrhagia, pelvic pain, peritoneal perforation and vaginal haemorrhage to be related to essure. The reporter commented: as per mr a second device was then used to recannulate the left fallopian tube. Difficulty deploying device. The coils of the cannulator proper and not the coils that have remained in the uterus had come unstrung but good placement was seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded; on (B)(6) 2014: total bilateral occlusion. Lot number: b66022 manufacture date: 2013-09-05 expiration date: 2016-09-30. Lot number: b82481 manufacture date: 2013-10-19 expiration date: 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of peritoneal perforation ('perforation / perforation (other) please describe and state the (s) location of the perforation: peritoneum') and device dislocation ('migration / migration of essure device location of device: left pelvis') in a 35-year-old female patient who had essure (batch no. B82481, b66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty releasing the devices." The patient's concurrent conditions included hypothyroidism, grand multiparity and hypothyroidism. Concomitant products included levonorgestrel from (B)(6) 2018 to (B)(6) 2019, levothyroxine since 2001, paracetamol (acetaminophen) since (B)(6) 2014, vitamin b complex (vitamin b) since 2001 and vitamin d nos (vitamin d) since 2001. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 19 days after insertion of essure. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced peritoneal perforation (seriousness criterion medically significant) and intentional device use issue ("two coils were used on left side"). Essure treatment was not changed. At the time of the report, the peritoneal perforation, device dislocation, pelvic pain, depression, anxiety, vaginal haemorrhage, menorrhagia and intentional device use issue outcome was unknown. The reporter considered anxiety, depression, device dislocation, intentional device use issue, menorrhagia, pelvic pain, peritoneal perforation and vaginal haemorrhage to be related to essure. The reporter commented: as per mr a second device was then used to recannulate the left fallopian tube. Difficulty deploying device. The coils of the cannulator proper and not the coils that have remained in the uterus had come unstrung but good placement was seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded; on (B)(6) 2014: total bilateral occlusion. Lot number: b66022, manufacture date: 2013-09-05, & expiration date: 2016-09-30 . Lot number: b82481, manufacture date: 2013-10-19 , & expiration date: 2016-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of peritoneal perforation ('perforation / perforation (other) please describe and state the (s) location of the perforation: peritoneum') and device dislocation ('migration / migration of essure device location of device: left pelvis') in a 35-year-old female patient who had essure (batch no. B82481, b66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty releasing the devices,". The patient's concurrent conditions included hypothyroidism, grand multiparity and hypothyroidism. Concomitant products included levonorgestrel from september 2018 to february 2019, levothyroxine since 2001, paracetamol (acetaminophen) since (B)(6) 2014, vitamin b complex (vitamin b) since 2001 and vitamin d nos (vitamin d) since 2001. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 19 days after insertion of essure. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced peritoneal perforation (seriousness criteria medically significant and intervention required) and intentional device use issue ("two coils were used on left side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the peritoneal perforation, device dislocation, depression, anxiety and intentional device use issue outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, intentional device use issue, menorrhagia, pelvic pain, peritoneal perforation and vaginal haemorrhage to be related to essure. The reporter commented: as per mr a second device was then used to recannulate the left fallopian tube. Difficulty deploying device. The coils of the cannulator proper and not the coils that have remained in the uterus had come unstrung but good placement was seen. Patient has received treatment for event pain, abnormal bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded; on (B)(6) 2014: total bilateral occlusion. Lot number: b66022 manufacture date: 2013-09-05 expiration date: 2016-09-30. Lot number: b82481 manufacture date: 2013-10-19 expiration date: 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the previously reported event-pain, bleeding updated to recovered/resolved. Reporter causality comment updated. Reporter information was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / perforation (other) please describe and state the (s) location of the perforation: peritoneum') and device dislocation ('migration / migration of essure device location of device: left pelvis') in a 35-year-old female patient who had essure (batch no. B82481, b66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, grand multiparity and hypothyroidism. Concomitant products included levonorgestrel from september 2018 to february 2019, levothyroxine since 2001, paracetamol (acetaminophen) since (B)(6) 2014, vitamin b complex (vitamin b) since 2001 and vitamin d nos (vitamin d) since 2001. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 19 days after insertion of essure. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, pelvic pain, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: as per mr a second device was then used to recannulate the left fallopian tube. Difficulty deploying device. The coils of the cannulator proper and not the coils that have remained in the uterus had come unstrung but good placement was seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded; on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received. Lot number added. Concomitant , historical condition and medication added. Events : perforation (other) please describe and state the (s) location of the perforation: peritoneum updated, abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: left pelvis were added, incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of peritoneal perforation ('perforation / perforation (other) please describe and state the (s) location of the perforation: peritoneum') and device dislocation ('migration / migration of essure device location of device: left pelvis') in a 35-year-old female patient who had essure (batch no. B82481, b66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, grand multiparity and hypothyroidism. Concomitant products included levonorgestrel from september 2018 to february 2019, levothyroxine since 2001, paracetamol (acetaminophen) since june 2014, vitamin b complex (vitamin b) since 2001 and vitamin d nos (vitamin d) since 2001. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 19 days after insertion of essure. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced peritoneal perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the peritoneal perforation, device dislocation, pelvic pain, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, peritoneal perforation and vaginal haemorrhage to be related to essure. The reporter commented: as per mr a second device was then used to recannulate the left fallopian tube. Difficulty deploying device. The coils of the cannulator proper and not the coils that have remained in the uterus had come unstrung but good placement was seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-jun-2014: successfully occluded; on 23-sep-2014: total bilateral occlusion. Lot number: b66022 manufacture date: 2013-09-05 expiration date: 2016-09-30. Lot number: b82481 manufacture date: 2013-10-19 expiration date: 2016-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jun-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). At the time of the report, the perforation, device dislocation, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.